Event description:
It was reported that the patient with the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited farfield oversensing. Patient was not feeling well, and device was checked. It was found that 11 days prior to the device check, lv oversensing occurred and was thought to be the atrial beat that was oversensed. Rv therapy was still available. Programming optimization was suggested by ts. Upon review, it was noted that there was oversensing of the right atrial (ra) lead on the left ventricular (lv) channel. Technical services (ts) recommended turning lv sensing off. Along with this there was right ventricular (rv) undersensing noted. Ts recommended to consider decreasing or changing to agc. This device remains in service. No adverse patient effects were reported.